Event description:
Hcp reported patient death from motor vehicle accident. Hcp reported death was not device related. Cause of death unknown, possibly related to sudden loss of vehicle control. Device was explanted and returned to the MFR for analysis. A follow-up report will be sent if additional info is recieved.